Event description:
The reporter states that the customer obtained a blood glucose result of 251 mg/dl on the accu-chek advantage system in comparison to a lab result of 121 mg/dl. The results were obtained within a 10 minute timeframe. No reported actions taken. No adverse event reported. New system sent to customer and return requested.